Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5045940) on 26-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('horrible periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant), abdominal pain upper ("pain in stomach"), migraine ("migraines"), vomiting ("puked for years"), pelvic pain ("side pain") and groin pain ("groin pain") and underwent cholecystectomy ("gall bladder removal"). At the time of the report, the menstrual disorder, abdominal pain upper, migraine, vomiting, cholecystectomy, pelvic pain and groin pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, cholecystectomy, groin pain, menstrual disorder, migraine, pelvic pain and vomiting with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Doctor suggested getting an ablation done. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administartion, reference number: mw5045940) on 26-aug-2020. The most recent information was received on 28-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('horrible periods') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criterion medically significant), abdominal pain upper ("pain in stomach"), migraine ("migraines"), vomiting ("puked for years"), pelvic pain ("side pain") and groin pain ("groin pain") and underwent cholecystectomy ("gall bladder removal"). At the time of the report, the menstrual disorder, abdominal pain upper, migraine, vomiting, cholecystectomy, pelvic pain and groin pain outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, cholecystectomy, groin pain, menstrual disorder, migraine, pelvic pain and vomiting with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Doctor suggested getting an ablation done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.